Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Device logs for the reported event date of 02/02/26 were reviewed and showed no pacing activity. On 02/03/26, pacing activity was present along with multiple pd core warnings (251 and 75) and pacer warning 124, indicating a potential fault in the pacing circuit with zero pace current detected. The device underwent functional testing and passed all tests without issue, including successful pacing using test accessories. Internal inspection revealed no abnormalities. The pace/defib engine was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device displayed a "pacer fault 124" error message and the pacer output was out of specification. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.